Event description:
A malfunction alarm, specifically malf 6, was reported and did not result in an adverse impact on the customer's blood glucose level. It was noted that no notable events occurred prior to the malfunction, and the issue did not cause the customer¿s blood glucose to exceed a critical threshold. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if any malfunction code recurs and acknowledged this information.